Manufacturer narrative:
H3, h6: we have now completed our investigation for this complaint. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If a complaint sample becomes available, the complaint will be re-evaluated. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the console displays a "full canister" alarm when the canister is not full. The team changed the canisters several times but the alarm persisted. The treatment was interrupted for 24 hours. Then, the sales representative made her console available to the hospital so that the patient's treatment could be continued. The device is available for analysis. No patient was harmed.